Event description:
Alleged deflation.

Event description:
Alleged deflation.

Manufacturer narrative:
Deflation reported as the reason for complication. Upon further examination, doctor confirmed the device is not deflated. Device not explanted.